Event description:
In late 2005, I had a total hip replacement. The surgery was performed by a dr at hospital. Stryker - accolade design titanium stem ceramic ball ceramic lining. I have been experiencing a loud squeaking and grinding noise when walking, bending, lifting. There is occasional stiffness. The squeaking is getting worse - I can hear it walking in a quiet corridor often and when bending over to pick something up, it sometimes sounds like a rusty gate opening. Also if I turn while walking, I get a different tone -almost two tones. Squeaks sometimes when walking normally, gets louder - two toned- when walking and turning, bending is loudest like a rusty gate or door. Grinding sounds sometimes when lifting something and bending. Aches sometimes.